Event description:
This product/fiber was returned to the manufacturer without any report of performance issues and adverse patient effects. Analysis of the returned fiber identified the fiber tip was fractured at the distal end.

Manufacturer narrative:
Initial reporter phone, health professional. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the fiber tip was fractured at the distal end. Visual inspection of the fiber body did not exhibit any breaks and the fiber connector did not exhibit any damage or burn marks. The observed condition is consistent with fibers that experienced excessive manipulation of the fiber while preparing for the procedure or while renewing the tip to achieve round shaped aiming beam. In addition, poor fiber cleaving practices during fiber tip renewal process could likely result in fiber tip damage. Moses fibers device instruction for use (IFU) contains appropriate instructions in sections "intra-operative instructions" and "fiber tip renewal during operation" (fiber cleaving instructions), to prevent such damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the fiber tip was fractured at the distal end. Visual inspection of the fiber body did not exhibit any breaks and the fiber connector did not exhibit any damage or burn marks. The observed condition is consistent with fibers that experienced excessive manipulation of the fiber while preparing for the procedure or while renewing the tip to achieve round shaped aiming beam. In addition, poor fiber cleaving practices during fiber tip renewal process could likely result in fiber tip damage. Moses fibers device instruction for use (IFU) contains appropriate instructions in sections "intra-operative instructions" and "fiber tip renewal during operation" (fiber cleaving instructions), to prevent such damage. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber was returned without performance information. Analysis of the returned fiber identified the fiber tip was fractured at the distal end.